Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2024, the patient was unaware how the dexcom device was functioning at the time of the event but stated that a possible malfunction could have been the reason why she had to go to the hospital. It was reported that it could be that the cgm device did not alert her, but the patient was unsure. The patient stated that she had been experiencing issues with the receiver alerts, and that most of the time the receiver would not alert her when it was supposed to. However, no specific malfunction was reported for this event. On the day of the event the patient went into a ¿coma¿ due to diabetic ketoacidosis. When the patient regained consciousness she was at the hospital and the blood glucose reading was over 1200 mg/dl. The patient was not wearing a dexcom sensor anymore when she regained consciousness. The patient did not remember any further details regarding the event. At the time of the report the patient was still not feeling okay, and experienced shaking. However, it was understood that the patient recovered from the diabetic ketoacidosis. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.